Manufacturer narrative:
Eval: a visual inspection of the returned product, found one haptic bent. There was evidence of clear surgical residue. A lens work order order search was performed and no similar complaint was found. Conclusion: based on the complaint history, the lens work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that as the technician was loading an aq2010v silicone three piece lens into the cartridge, it was noted that one haptic was bent. There was no pt contact. The reporter indicated that the lens was rec'd damaged and was defective. The reporter indicated that it was not due to loading.